Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 409 mg/dl. The customer was disconnected from the insulin pump because he was playing sports, which caused his high blood glucose level. He received two calibration errors and then a change sensor alarm. The product was not returned. Nothing further to report.